Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by a failure of the user to follow training and instructions in the user guide as well as on-screen prompts when completing the cartridge change process, resulting in unintentional insulin delivery.

Event description:
On 8/22/24 a beta bionics clinical diabetes specialist (cds) was made aware that during a supply change an ilet user was connected to ilet when reloading the cartridge and was dosed with insulin. The event occurred on 8/20/24. The user reported on (B)(6) 2020 their blood glucose (bg) had been running high all day and it didn't seem the ilet was delivering insulin so they changed their insulin cartridge only. The user reported the lowest their blood glucose (bg) went was 68 mg/dl and treated themselves by drinking orange juice. Multiple attempts by beta bionics customer care to contact the user to obtain additional event information have been unsuccessful.